Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: patient tripped on cord. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pbu cable #1225. Causative or contributing factor: patient error in caring for system. Other cause: intervention(s): replacement of other component, specify. Other intervention : type: lvad.